Event description:
It was reported that the patient was presented for an implant procedure. During the procedure, the atrial lead exhibited failure to capture. The atrial lead was not used and replaced. The patient was in stable condition,

Manufacturer narrative:
The reported event of failure to capture was not confirmed. A complete lead was returned in one piece. Visual inspection, x-ray examination and electrical testing of the lead were normal with no anomalies found.